Event description:
The implantable neurostimulator was replaced. The patient programmer was showing the eri (early replacement indicator) symbol. Routine battery depletion was questioned. There was reported to be no patient injury.

Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.